Manufacturer narrative:
Consumer reported mistaking the bottle of product with a bottle of saline, and used the product to rinse their contact lens directly prior to inserting the lens in their left eye .consumer reported experiencing a burning and stinging sensation after inserting the lens. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. No product was returned for evaluation.

Event description:
Consumer reported mistaking the bottle of product with a bottle of saline, and used the product to rinse their contact lens directly prior to inserting the lens in their left eye. Consumer reported experiencing a burning and stinging sensation when they inserted the lens. There was no report of a medical evaluation or medical treatment associated with the experience.